Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Sterile lot review. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: patients who undergo endometrial ablation procedures who have previously under gone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure. According to the instructions for use (IFU) other adverse events: the following adverse events could occur or have been reported in association with the use of the novasure system: post ablation tubal sterilization syndrome. Reference internal complaint (B)(4).

Event description:
It was reported by the patient on maude event report mw5042348 that the patient underwent a novasure endometrial ablation and a tubal ligation procedure sometime in the year 2012 (exact date unknown). In the year 2013, (exact date unknown) she "began to suffer from debilitating pain which lasted for weeks". The physician performed a "vaginal hysterectomy". It is unknown if the patient had post ablation sterilization syndrome (patss) or hematometra. We have been unable to obtain additional information surrounding this event.